Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the video-assisted thoracoscopic surgery for lung cancer surgery, after fired, the knife moved to the distal end, but could not return the knife automatically. The knife reverse button could not work. Used manual override lever to return the knife. Changed to another pce60a + ecr60w and could not fire. Another brand device was used to complete the procedure. There were no adverse consequences for the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/05/2021. D4: batch # u5cw0n. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device (a) was returned with no apparent damage and with one ecr60w reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pin frame was noted broken and due to this the joint with the pcb-assembly was disrupted. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the device become damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.